Manufacturer narrative:
Suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. One device from the same lot number was available for warehouse product pull (wpp). The device was pulled from inventory and evaluated. Before activation, the knob was inspected and there was no evidence of damage or cracking. The device was then activated. After activation the activation knob still showed no signs of damage or cracking. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. The user was setting up the device and the red activation knob cracked. All of the carbon dioxide leaked out. The procedure was successfully completed with another device of the same type. This occurred prior to patient contact; there was no impact to the patient.